Manufacturer narrative:
(B)(4).

Event description:
It was reported that a remote transmission revealed potential right atrial lead noise. On (B)(6) 2015 the lead tested normal. The lead remained implanted. The patient was asymptomatic.